Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2024). Device pending return.

Event description:
It was reported that during a recanalization procedure, the catheter tip allegedly got separated from the catheter. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure through right groin region via a contralateral approach of a minor calcified tissue, the catheter tip allegedly got separated from the catheter. It was further reported that the entire system was removed and the separated tip was retrieved via a snare. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. During physical evaluation, investigation was noted helix break at the 19 cm distance from the tip of the catheter. There was no visible damage on the guidewire or the tube. The investigation is confirmed for reported break issue. A clear root cause could not be established. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 07/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure through right groin region via a contralateral approach of a minor calcified tissue, the catheter tip allegedly got separated from the catheter. It was further reported that they were unable to retrieve the detachment through the sheath, which led to the removal of the entire system and ultimately the abortion of the case. There were no reported clinical signs or consequences to the patient.

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix facture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a serious injury as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the upgraded classification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was performed. It can be confirmed that the helix was broken. It was not possible to specify the root cause further using the information provided by the user. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3. B1, b2, b5, d3, d4 (unique identifier (UDI) #), g1, h1, h6 (patient). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.